Manufacturer narrative:
Attempts to retrieve additional information from the customer are in progress. This event is under investigation. A supplemental report will be submitted upon receiving additional information.

Event description:
The customer reported that the gastrointestinal videoscope tested positive for an unexpected contamination. The issues were found during regular examination in the hospital. The user did not report any contamination or any other serious deterioration in state of health of any person, to which this medical device could have been a contributory cause.

Manufacturer narrative:
This report is being supplemented to provide additional information based on results of third-party testing, the device evaluation and the legal manufacturer's final investigation. Despite good faith attempts the user culture results and cleaning disinfection and sterilization (cds) processes were not shared. Olympus provided the following result of the culture test, performed at the third-party labs: sampling date: oct 24, 2023 sampling from: distal end cfu: no detection. Sampling date: oct 24, 2023 sampling from: biopsy channel (ch)/suction ch cfu: 0 cfu. Sampling date: oct 24, 2023 sampling from: air/water ch cfu: 0 cfu. The device was evaluated where no abnormalities were found that could have led to the positive culture. The following defects were noted: - suction cylinder has no color - light guide lens cover glass is damaged - scope connection case unit has stain - scope cover is deformed - third party repair has been performed scope cover - connecting tube has a wrinkle however, these defects alone are not considered severe enough to cause a potential adverse event. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation and because the user culture results were not shared, the reported event could not be confirmed and a root cause could not be determined. Growth of microorganisms were reported through culture testing by the user after reprocessing. However, when olympus culture tested after reprocessing in accordance with the instructions for use (IFU) before repair, the results conformed to the regulation's recommendation. The following is included in the device IFU: "an insufficiently reprocessed endoscope and/or accessory may pose an infection control risk to the patients and/or operators who touch them." Olympus will continue to monitor field performance for this device.